Manufacturer narrative:
Electrodes 1-10 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal issue and pericardial effusion remains unknown. Per the IFU, cardiac perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref 2182269-2017-00137. During an atrial fibrillation procedure, a pericardial effusion occurred. While mapping the left atrium, the distal electrode pair would not transmit electrocardiograms. The catheter was replaced to continue the procedure. While mapping, the patient became hypotensive and an intracardiac echocardiogram was performed which revealed a pericardial effusion in the left atrium. The procedure was cancelled and a pericardiocentesis was performed to stabilize the patient.